Event description:
It was reported that during follow up, post-paced oversensing was observed upon device interrogation. Device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.